Manufacturer narrative:
Battery was installed incorrectly.

Event description:
It was reported to philips that the device has a battery problem. There was no reported patient involvement/adverse patient impact.